Event description:
It was reported that the implantable pacemaker displayed an error code. The code cleared after the programmer was restarted. The model and serial number of the implanted device are unknown. Despite attempts to obtain additional information, none was available.

Event description:
It was reported that the implantable pacemaker displayed an error code. The code cleared after the programmer was restarted. The model and serial number of the implanted device are unknown. Despite attempts to obtain additional information, none was available.